Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of and the treatment for the peritonitis were not reported. On unreported date(s), the patient was hospitalized for the peritonitis and dianeal therapy was discontinued. Three weeks prior to the receipt of this report, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.